Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) confirmed the result of the device inspection, but could not identify any defects that could affect the occurrence of the reported event. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The instruction manual provides the implementation of a leakage test after cleaning the endoscope and the implementation of an inspection of the external surface of the entire insertion section. The user can properly detect the reported event by handling the device according to the instruction manual. In addition, the instruction manual provides warnings about operating the angulation control lever with excessive force and inserting the insertion tube with excessive force. The user can reduce / prevent the occurrence of the reported event by handling the device according to the instruction manual. The exact cause of the reported event could not be conclusively determined. However, based on the following information, the bending tube may have been damaged by the user operating the bending section with excessive force. -according to the inspection result of the device, the cable support of the bending tube was disconnected. -according to the instruction manual, the bending section may be damaged by angulation toward the opposite direction while the distal end is not moved. -in the past similar cases, the user operated the bending section with excessive force, causing the bending tube to break and stick out of the bending section rubber. -according to CAPA-aizu 149-18, the bending tube may be broken by user angulating distal end toward the opposite direction while the bending tube is being bent and fixed in calix. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at (B)(4). As a result of the evaluation, leakage was confirmed from the bending section rubber and the instrument channel. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
After the procedure, the user found that the airtightness test of the device was invalid and the insertion tube was damaged. The intended procedure was lithotripsy. The procedure was completed with the device. Then olympus (B)(4) inspected the device and found that the bending section rubber and bending tube were deformed. Due to the breakage of the bending section rubber, the metal of the bending tube was sticking out. This is a MDR reportable malfunction. There was no report of patient injury associated with the event. This device is an olympus asset.